Manufacturer narrative:
The product has been absorbed, and therefore no samples can be provided for testing or analysis. The patient will continue to be monitored by their healthcare provider for any indications which would necessitate intervention. Risk management files for the product have been updated to include the originally unidentified risk regarding the occurrence of osteolysis in some patients implanted with the biodegradable cement restrictors. Additionally, a risk benefit analysis was completed in may 2014 that concluded the overall medical benefits of the synplug products may not outweigh individual residual risk of osteolysis, primarily due to the lack of osteolysis reports for other cement restrictor types and options available to surgeon. Based on all available data at that time, no causal relationship between the use of the products and the reported instances of osteolysis could be demonstrated. To date, there are no conclusive findings from similar complaint investigations, or from technical or clinical information in the literature that proves or disproves a causal relationship between synplug® & optiplug® biodegradable cement restrictors or the materials they are manufactured with, and periprosthetic osteolysis (or fractures as a result). There is no data or findings that would suggest that only some subset of all the products manufactured might be affected. A risk/benefit analysis of two reported fractures, 57 reported osteolysis without the need for medical intervention and 100,000+ patients benefiting from a successful surgery it can be concluded that the benefit outweighs the risk. The finding of osteolysis surrounding the distal cement restrictor is unexpected, and undesirable; however, periprosthetic osteolysis in total hip arthroplasty is a well-known problem that is typically a multifactorial process and may be identified through routine radiographic follow-up.

Event description:
Right hip implantation was reported to have occurred using the absorbable synplug cement barrier on (B)(6) 2011. In the summer of 2020 the patient fell on their right side, and was evaluated. Osteolysis was noted via radiography in the area of the synplug during a follow-up 9 years postoperatively.